Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard drive was evaluated and replaced. No add'l service info was provided.

Event description:
The customer reported that the system would lock up. No pt or user injury was reported.